Event description:
Physician at the medical center (dr) was performing a removal of three infected bivi leads that were implanted in 1999. The physician used a 16 fr and 14 fr spectranetics laser sheath ii device to remove the leads. The physician had performed a chest x-ray prior to the procedure and determined it would be a difficult lead removal due to calcification and having all the leads connected to the same spot on the superior vena cava. The physician had a surgical team on standby and a thoracotomy tray ready at the onset of the procedure. Patient was monitored with an atrial line. Two leads were freed with no difficulty and upon freeing of the third lead a drop in blood pressure was noticed of 10 points (70 to 60) and the surgeon was summoned. The patient's chest was cracked and the bleeding was stabilized in less than 5 minutes. Patient was moved to or and had tear repaired. Patient is currently recovered. There is no allegation or report of device defect or malfunction.

Manufacturer narrative:
Rare but expected complications with calcified leads in svc. This is covered in physician training by spectranetics and in the IFU. Excellent preparation by the physician ensured patient recovery from this sae.